Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable were to recur could cause or contribute to an adverse event.

Event description:
It was noticed prior to starting the da vinci procedure that the fenestrated bipolar forcep instrument had frayed wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.